Event description:
The pt's parent reported that on 7/25/2002, the system was having a problem maintaning lock. The parent exchanged external hardware; however, the lock was no re-established. On 7/26/2002, the pt was seen at the implant center for device eval. Testing performed at the center confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another clarion device without the positioner (FDA approval for reimplantation dated 8/5/2002).

Event description:
The patient's parent reported that in 2002, the patient's sound processor alarm was on continually and there was an intermittent connection. The parent exchanged external hardware; however, the sound processor alarm would not cease. On the following day, the patient was seen at the implant center for device evaluation. Testing performed at the center confirmed that the device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another clarion device without the postioner (FDA approval for reimplantation dated 8/02).